Event description:
It was reported that during the unpacking of a trek balloon delivery catheter (bdc), as the device was being removed from the plastic hoop without any force or difficulty, the tip of the trek bdc was found broken and just hanging by a thread [detachment of device]. The trek bdc was set aside and not entered into the patients anatomy and another trek bdc was used successfully for the procedure. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.